Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17662420 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 8 mm x 2 cm 155¿ saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured. There was no reported patient injury. The lesion was the subclavian artery. It was replaced with another 8 mm x 40 mm saber percutaneous transluminal angioplasty (pta) balloon catheter. The device was discarded.

Manufacturer narrative:
A 8 mm x 2 cm 155in saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured. There was no reported patient injury. The lesion was the subclavian artery. It was replaced with another 8 mm x 40 mm saber percutaneous transluminal angioplasty (pta) balloon catheter. The product was not returned for analysis. A product history record (phr) review of lot 17662420 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the product was not returned for analysis. The cause of the balloon burst could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event, as calcification is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.